Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of a pt's programming history available in the MFR's programming history database, it was found that the pt presented settings different than what was intended during an office visit on (B)(6) 2006. The settings most likely occurred due to a faulted systems diagnostic test sometime between (B)(6) 2004 and (B)(6) 2006, no specific date was identified. On (B)(6) 2006, output current and off time were corrected to 1.5ma and 1.8 mins. There were no reports of any pt adverse events as a result. The physician has been instructed to perform final interrogations at the end of each office visit to ensure the settings are as intended. On (B)(6) 2004 - interrogate - output current: 1.5 ma, signal frequency: 20 hz, pulse width: 250 usec, on time: 30 seconds, off time: 1.8 mins, magnet output current: 1.75ma, pulse width: 250 usec, on time: 60 seconds. On (B)(6) 2006 - interrogate - output current: 0 ma, signal frequency: 20 hz, pulse width: 250 usec, on time: 30 seconds, off time: 3 mins, magnet output current: 1.75ma, pulse width: 250 usec, on time: 60 seconds. On (B)(6) 2006 - program - output current: 1.5 ma, signal frequency: 20 hz, pulse width: 250 usec, on time: 30 seconds, off time: 3 mins, magnet output current: 1.75ma, pulse width: 250 usec, on time: 60 seconds.